Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system was working within expectations and that the observed discrepancies were consistent with the lag between bg and sg inherent to the sensing technology. Since the system was functioning properly, customer care recommended that the user call back if they had any additional concerns. Per dms review, the system is in use with up-to-date information.

Event description:
On march 11th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.